Manufacturer narrative:
Catheter model #: 8709, lot #: j12352r29, implanted: unk, explanted: unk.

Event description:
It was reported that the patient experienced an overdose; lightheaded "not like before" blacking out and vomiting for 2 days, can't keep food down. The patient was in the emergency room. The pump was going to be checked. Follow-up information has been requested but was not available at the time of this report.